Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient hurt their back while lifting a planter and had gone to the chiropractor who applied tens therapy near the ins site. Patient was reported pain at the ins site. Also reported the ins area appeared swollen. No further complications were reported or anticipated.